Event description:
It was reported that, after the patient suffered an accident, noise was noted in the shock channel in the electrogram (egm). Technical services (ts) reviewed the event and stated that the noise looked like myopotential and noticed a change in the impedances at the moment of the accident; however, the measurements remained within range. Additionally, ts noticed inappropriate atrial tachy response (atr) episodes that were suspected to be from oversensing of noise caused by electromagnetic interference (emi) during a surgery. Ts provided reprogramming recommendations. No adverse patient effects were reported. This ICD remains in service.